Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced hypotension. During a pulsed field ablation (pfa) procedure the pulmonary veins, posterior wall and cavotricuspid isthmus were ablated successfully with the farawave catheter. The physician ablated the superior vena cava and lateral wall with a non-boston scientific device. Towards the end of the procedure, it was noted that the patient blood pressure dropped. The devices were removed from the patient and medication was given to raise the blood pressure. After some time, the pressure was getting better and no more support was needed. The patient was kept for observation. The device is not expected to return for analysis.